Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage which occurred while the user was handling the device, leading to water invasion of the device which led to abnormality of electrical parts. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the complaint was not confirmed. Evaluation did find that angulation was low, the bending section cover glue peeled off, the light guide lens was cracked, the switches did not work, the connector section leaked, there was water invasion, and the distal end was discolored and had scratches. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that liquid leaked from the suction channel of the evis lucera elite colonovideoscope. The issue was found when preparing the scope for use. The procedure was completed with a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an e315 unsupported scope error message was displayed. The report is being submitted due to error message found during evaluation.